Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline failed to open. When this product was used, an attempt was made to expand it using phenom 27, but it could not be opened from the tip, so it was resheathed about 4 times, but it could not be deployed, so it was collected. It failed to open in the distal section. The proximal side of the pipeline was positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed 3 or more times. The pipeline was resheathed and removed from the patient with eht microcatheter. The devices were prepared according to the package insert. The patient was being treated for an unruptured, spindle-shaped aneurysm. The maximum diameter was 25mm and the neck diameter was 15mm. The distal landing zone was 3mm and the proximal landing zone was 3.5mm. Vessel tortuosity was weak. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported. Ancillary devices: fubuki6fr xf guide catheter, phenom 27, synchro select guidewire.

Event description:
Additional information was received reporting the cause of the pipeline failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.